Event description:
This event occurred at a japanese hospital on (B)(6) 2014 and reported to us by the facility on (B)(6) 2014. The device was the fukuda denshi telemetry transmitter device model lx-7230n which was being wirelessly monitored by a central station monitor, the fukuda denshi model ds-7680. These are similar devices to the ones being distributed in the u.s. The central station showed a square ECG waveform on the monitored pt indicating the device was put of signal range with the central station. When the pt was found, the pt appeared to have lost consciousness. The central station has an alarm function that alerts the clinician when a signal is lost due to out of range but this feature was turned off by the user. Other transmitters transmitting from pts to the central station at the same time in the hospital were operating normally. The device and its accessories were investigated and found to have no malfunction in any of them. This adverse event was not due to any malfunction of the device but rather due to user error.

Manufacturer narrative:
This event occurred solely as a result of user error and not due to any malfunction of the device. And as per fukuda denshi co. Ltd. Qa system sop, is was determined to be a reportable event and therefore an FDA form 3500a was ordered to be filed. In addition, as a result of this event, the hospital staff were provided with additional instruction and a thorough explanation of device operation and the importance of alarm functions and settings of the central station.